Event description:
It was reported that prior to starting a da vinci si surgical procedure, the pk dissecting forceps instrument was noted to have a broken wire at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was a broken conductor wire. The one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity testing failed. The yaw pulley was missing a piece at the same area of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. It was unclear how the yaw pulley broke.